Event description:
A patient underwent a cardiac ablation procedure for persistent atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not advance into the sheath. The sheath was exchanged and the issue was resolved. The case continued without any further incident. There was no patient consequence. Additional information received indicated the resistance was felt when trying to advance the dilator into sheath but they did not try irrigating the sheath. The needle was not able to be moved thought the sheath but an issue of the sheath being narrowed, partially blocked or completely blocked was not seen. The customer¿s reported event of resistance with the sheath is not considered to be an MDR reportable malfunction since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. On 4-mar-2022, pal revealed that a visual inspection of the returned device found the hemostatic valve was not found on the hub component nor inside the sheath. This finding was reviewed and determined to be an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4-mar-2022 and reassessed it as MDR reportable.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sheath revealed that the hemostatic valve was not found on the hub component nor inside the sheath. In addition, some bents were found on the vessel dilator. Functional testing was performed, in accordance with bwi procedures. The vessel dilator and an stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The outer diameter (od) vessel dilator was measured, and it was within specifications. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. Prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. At this time is not possible to determine the root cause of the returned hemostatic valve condition, however, based on the information available, the issue has origin in someplace external to the manufacturing environment. In regard to the reported resistance issue, and internal action has been initiated to address the root cause for the resistance to sheath issues. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).